Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and sensor failure on (B)(6) 2014. Patient became unconscious and patient's wife contacted paramedics. Paramedics treated patient with dextrose 50%. No further medical intervention was necessary. At the time of contact with dexcom technical support, patient was fine.

Manufacturer narrative:
(B)(4).